Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr of lot #reuj1148 showed no other similar product complaint(s) from this lot number.

Event description:
Tls tip broke off and migrated. Tip removed from pt. No other information provided.